Event description:
It was reported that the pcu screen was blank, and the unit would not power off. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pcu screen was blank, and the unit would not power off was confirmed during laboratory testing. ¿ laboratory testing performed on the incident pcu found that the as received lcd screen was malfunctioning. After replacing the lcd screen with a known good dchu pcu lcd screen and utilizing the incident device¿s lcd cable, the device was observed to be operating within specification. O during internal inspection, the lcd screen was inspected for damage. There was no obvious damage to the lcd board or screen and no cold solder connections observed. ¿ a review of the system logs was deemed not necessary as there was no report of patient involvement. ¿ per product labeling, the alaris system user manual (v12.1) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ the device was reported with no patient involvement. Note to repair center: ¿ the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report that the pcu screen was blank, and the unit would not power off is being attributed to a faulty pcu lcd screen.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu screen was blank, and the unit would not power off. There was no patient involvement.